Manufacturer narrative:
The device was received for evaluation. Upon turning on the device during evaluation, it was noted that the display was distorted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a defective display. To resolve this issue, the display required replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display of a novum iq syringe pump was broken or had a hazy screen. This issue was an out-of-box failure prior to patient use. There was no patient involvement. No additional information is available.